Event description:
The versacell system dropped 3 tubes placing tubes into drawer. Serum was spilled and contaminated other tubes. The customer was advised that alternative tubes should be used for testing, since cross-contamination occurred, and the potential for erroneous results exists. There was no pt intervention or injury to the operator.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the dropped tubes was a worn gripper o-ring. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.